Event description:
A user facility reported that an intraocular lens was cut to allow removal after the surgeon noted that the lens had "poked through the posterior capsule". More info is being sought.